Event description:
The customer reported that the system shutdown in a case. No pt injuries were reported and the case was completed after the system was rebooted.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customer cancelled the call and said, the system is now functioning as intended. Ge was unable to determine the initial cause of failure.